Manufacturer narrative:
Date recv'd by MFR: 02jan2020. The manufacturer¿s international service technician confirmed the reported shutting down issue. The manufacturer¿s international service technician replaced the power supply to address the reported problem. The device successfully passed performance specification testing after the repair was completed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/30/2019.

Event description:
The customer reported that the unit shut down automatically. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.